Manufacturer narrative:
Product ID neu_silicone anchor, implanted: 2008-(B)(6), explanted: 2012-(B)(6), product type accessory product ID 388733, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4): final analysis of the lead revealed that the conductors were broken at the silicone anchor site. All circuits were open and there were no shorts between circuits. All four conductors were broken 18.7 cm from the distal end of the lead. There was surface discoloration on the #1 electrode connector. Final analysis of the anchor revealed that the anchor had been cut to length and there was no significant anomaly.

Event description:
It was reported that therapeutic response was reduced and there were high impedances and a suspected lead fracture. It was reported that there was no feeling of stimulation and the impedance of all combinations showed over 4000 ohms. A lead replacement was scheduled. It was further reported that during "trial stimulation" the patient didn't feel stimulation. It was unclear what "trial stimulation" referred to. On (B)(6)-2012 the lead was removed, a new lead was implanted, and the patient felt appropriate therapy. It was reported that the patient recovered.

Manufacturer narrative:
(B)(4).